Manufacturer narrative:
The hill-rom technician found the foot brake/steer casters and right head brake caster inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the foot brake/steer casters and right head brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed still moves when the brakes are engaged (brakes not holding). The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).